Manufacturer narrative:
Other device mentioned passary insertion (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. Since implant the patient did not think their implantable neurostimulator (ins) had ever provided therapeutic benefit. It might have helped just a little at the beginning, but not to the extent that they thought it would. The patient had been back more than 1 time for reprogramming. At one of the reprogramming appointments there was a manufacturer representative that reset it and redid it and it really did not help. The patient did not recall the date when that happened. The patient made a little change and it did not seem to help get it to where they could feel the pulse. It was kind of a fine line when it went up to the next number, then it hurt and the patient had to go back. It did not seem to do much good or hardly any good. The patient hardly got any warning of when they needed to go. They got one little pinch, but usually did not make it to the bathroom. Additional information received on (B)(6) 2015 reported that the patient still had concerns with their device or therapy and was working with their health care professional (hcp) or manufacturing representative (rep). There was an appointment scheduled for (B)(6) 2015. The patient had the device for two years and it never worked. The patient had seen a couple of reps but no help. The patient was discouraged. If additional information is received, the event will be updated. Additional information received (B)(6) 2016 indicated that patient was not sure where she should be feeling the stimulation on the body. Patient stated she was feeling stimulation on the left side of the vagina area and she could not tell any difference with bladder. Patient reported she was not getting relief from therapy for 6 months. Patient reported therapy was supposed to help with controlling her bladder but she did not have control. Patient reported she had a "passary"insert in the vagina to put bladder back in place in 2014. Patient stated she had passary cleaned and checked and it was good. Patient stated she has an appointment with health care provider in couple months and they told her to take her programmer with her. Patient stated she wanted to use interstim therapy to help her bladder. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available